Event description:
Boston scientific received information that this patient with sepsis was found to have had intermittent loss of right ventricular (rv) lead capture with an escape rate of 30bmp. The thresholds were elevated so the device programming was changed to alleviate. The device and lead remain implanted. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.